Event description:
Information was received indicating that a smiths medical pump presented with error code 45639. There were no reported adverse events. There was no patient present at the time of the event.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The boot up menu was analyzed. The pump alarmed red screen with error 45639. The printed wiring assembly was found faulty and will be replaced.